Event description:
The product was used during a laparotomy. Reportedly, twelve to fifteen hours later, the pt started coughing continuously. After which the suture broke and dehiscence occurred. The pt was returned to surgery and retention bridges were placed.